Event description:
Revision surgery performed due to hip component loosening. It is unknown which component was loose and which components have been explanted. The date of primary surgery is unknown. The date of the event is (B)(6) 2020, it is unknown if this if the revision surgery date.